Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient presented for planned impella 5.5 insertion with likely transplant listing. The patient was prepped and draped in standard fashion. The graft was sewn on in standard fashion. Left ventricle access was obtained. The impella 5.5 was primed and inserted without complication. During support, it was noted that the patient had ventricular tachycardia issues unrelated to impella as its baseline. The impella 5.5 was successfully weaned and explanted as a bridge to transplant. The patient outcome was notes as successful transplant.